Manufacturer narrative:
Device analysis report is attached. This report is submitted on march 14, 2024.

Event description:
Per the clinic, the patient experienced a soft tissue infection at the implant site subsequent to a post-operative hematoma. The device was explanted on (B)(6) 2023.